Event description:
The pt underwent implantation of a synchromed pump and catheter for intrathecal infusion of baclofen for intractable spasticity related to spinal cord injury/ spinal cord disease. The pt returned for a refill with 15 ml remaining in the pump. The catheter was patent with good cerebrospinal fluid flow from the catheter access port. No x-ray rotor test was done. The pump was explanted and returned to the MFR for analysis. The pt underwent implantation of another synchromed pump on the same day and resumed baclofen therapy.